Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. Information was requested but details were not available regarding whether or not the failure occurred during patient use, patient status, medical intervention, patient injury, medication involved, tubing product code, infusion rate or set-up of the infusion device. Additional contact info was requested but no add'l contact was provided.